Manufacturer narrative:
Concomitant medical products: 429888 lead, implant date (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on current electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.